Event description:
The consumer's attorney notified kaz, inc to report that the consumer suffered a burn to abdomen after using the heating pad. The consumer had successfully used the pad multiple times before with no incident.